Event description:
It was reported that the device overheated out of box. Attempts are being made to obtain additional information.

Manufacturer narrative:
Additional information: d9. Correction & additional information: b5, h6. Correction: h8 (reuse, not initial use).

Event description:
It was reported that the device overheated during a procedure at the user facility. The procedure was completed successfully using alternative equipment with a 60-minute delay.